Event description:
A malfunction alarm identified as malf 16 was reported, with no significant events occurring before the issue. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup insulin therapy while a replacement pump was arranged by technical support. The customer was also guided on how to prepare the faulty pump for return to tandem, confirming the shipping address and understanding the return instructions.